Event description:
It was reported that during a clinical study atrial fibrillation (afib) case, a slight bleeding at the puncture site was observed. The event was treated with manual pressure for ten minutes, then, continued bed rest with cathofix. The patient required overnight stay in the hospital. There were no reports of biosense webster inc. (Bwi) products associated with the event, and no product malfunctions associated with the event. The most suspected device is agilis sheath ((B)(6)) as this device was in use during the access site in direct contact intravascularly and associated with the slight bleeding at the puncture site. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".